Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states that the patient tested 4.6 inr on the coaguchek test system and 6.8 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparision performed at a medical facility. Requested return of suspect test system; however, customer states strips are not available for return. Coaguchek test system: meter, test strip lot 393a-b3, exp 03/31/2008, cat/3116247.